Event description:
It was reported that bd gravity set was separated the following information was received by the initial reporter with the following verbatim. 1. Difficult to flush 2. Flow issues 3. Partial or total occlusions 4. Stiff tubing, not as pliable as all previous tubing 5. Kinks when securing to patient 6. Unable to release kinks causing flow issues 7. Due to stiffness of the tubing larger loops are being made when securing to the patient. These larger loops are getting caught and IV is getting pulled out. 8. Stopcocks are backwards from all previous tubing 9. Solutions backup into the bag, syringe, etc. 10. Comes apart when opening package 11. If all connections are not tightened when priming tubing it will come apart while attached to the patient. This happened in pre-op and blood got everywhere before it was noticed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported by customer that they experienced fluid backflow. Three unused samples and photos were received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. Review of the photos submitted do not show an issue of fluid flow or backflow. The infusion sets were primed and connected to a primary infusion set that can be used with an alaris pump in order to test for backflow. The infusion sets were tested at a flow rate of 125ml/hr. No issues of fluid flow or backflow were identified on the samples submitted. The customer complaint of backflow could not be verified. A root cause analysis was not conducted due to the failure not being replicated on the submitted samples. A device history record review for model cs42522e-07, lot number 24079530 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.